Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -13.5/2.5/092 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was replaced with a shorter length lens due to excessive vault and significant reduction of irido-corneal angles on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
PMA/510k: this product is not marketed in the us. Claim# (B)(4).

Manufacturer narrative:
Addition/correction information: h6 - work order search: no similar complaint type(s) were reported for units within the same lot. Claim# (B)(4).